Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated their device is not working and can feel it moving around in their buttock area. It has been happening since last year and it hurts when they lay down and have to push the device back into place. The patient has turned off their stimulation. The patient received six injections in their ankle to help with their overactive bladder but does not recall what the name of the treatment. The patient wants to have their device removed. The local care team was not aware of the patient wanting their device removed nor know of an explant date.